Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for high shock impedances measurements out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting efforts. No evidence of noise episodes. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.